Manufacturer narrative:
(B)(4) - device 7 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced seven infusion sets fell off events during use on date (B)(6) 2024 and (B)(6) 2024. The infusion sets were in use for less than 2 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.